Event description:
It was reported that during a sleeve gastrectomy procedure, both products completely failed to form clips. The clips came out of the device in their original form. There were no patient consequences. Case completed with another like device.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed seven conforming clips and it ejected eight clips; finally, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.